Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7077086.

Event description:
It was reported that the patients leads had high impedances. It was noted that the said impedances were due to the leads getting kinked under the patients skin. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were discarded by the facility.